Manufacturer narrative:
Received a piece of the blue extension from an 8f hemo-cath. A visual inspection revealed no damage to the extension. A functional evaluation revealed no hole in the extension tubing. A dimensional analysis showed the extension tubing to be within specifications. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the extension material. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to duplicate the reported failure. Without an evaluation of the reported failure, we are unable to determine the cause or factors that contributed to this event. The report indicated that the catheter was "cut and repaired". The extension may have been cut over the area that was leaking. It is unclear how the device was repaired as this device does not have a repair kit available. A review of the manufacturing process noted that this device family is 100% leak tested at the end of the manufacturing process which would detect any failures.

Event description:
After 25 minutes of dialysis, the catheter leaks at the extension tubing. The catheter was cut and repaired.